Manufacturer narrative:
Occupation: non-healthcare professional. Investigation. The reported allegations have been investigated based on the information provided to date. The following allegation has been investigated: vena cava perforation. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Catalog and lot numbers are unknown. The alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a gunther tulip on (B)(6) 2003. A review of the patient's computed tomography (CT) scan was performed approximately 17 years and 2 months later, and it revealed that the inferior vena cava (ivc) filter was perforating through the ivc with multiple struts extending through the vein. Hospital and medical records have been requested, but not yet provided.

Event description:
Patient allegedly received an implant on (B)(6) 2003 via the right common femoral vein due to high risk of pulmonary embolism (pe). Patient is alleging tilt, vena cava perforation, and organ perforation. The patient further alleges "I have chest pain and numbness in my hands" and "head pain and numbness doesn't allow" exercise. Report from CT (computed tomography): "the hook of the cook gunther tulip retrievable ivc filter is at the l1-2 interspace. The ivc filter is tilted anteriorly and the hook contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 10mm. One (1) anterior strut perforates the ivc wall 7mm and contacts the bowel. One (1) medial strut perforates the ivc wall 7mm and resides within the soft tissues. One (1) posterior strut perforates the ivc wall 10mm and resides within the soft tissues. One (1) lateral strut perforates the ivc wall 7mm and contacts the right renal artery. Thrombus within the ivc or filter cannot be evaluated on this non contrast study. No fracture fragments are identified."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ perforation, tilt, pain, hand numbness, physical limitations. The additional information regarding organ perforation does not change the previous investigation results for vena cava perforation. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain, hand numbness, physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time 10 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.